Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device would not fire due to breakage of the firing lever. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: one device was returned with the anvil closed, with the handle seam opened at the back area, the right indicator disk broken and loaded with a partially fired ecr60d cartridge that was noted to be in good visual condition. No functional test could be performed as the clamping and firing mechanisms were found to be damaged. The device was disassembled to verify the condition of the internal components and the closure spring shroud post and the release button post was found to be broken and the pawl pin was noted to be unflared; no other anomalies were noted.